Event description:
The hospital reported that during and endoscopic vein harvesting procedure, the c-ring was too wide to hold the vein. Another unit was opened and was used to complete the case. No patient complications were reported.

Manufacturer narrative:
Investigation details: the investigation was completed, the opening or gap of the c-ring appeared to be greater than its specification and it was found out that the c-ring was cracked down the middle of the part. The complaint is confirmed.